Manufacturer narrative:
It was reported that after a bunion surgery on (B)(6) 2019, all hardware was removed in a revision surgery on (B)(6) 2019 due to pain. Additional information indicates that upon palpating the foot, the surgeon determined that the source of the pain could be due to a potentially lifted/elevated dorsal plate. Upon removal, the patient was completely fused/healed and although the surgeon did not provide confirmation of a lifted/elevated dorsal plate, he did confirm that there was no fault with the tmc hardware. Although a number of factors could have contributed to the pain experienced by the patient, the most likely cause cannot be determined due the device not being returned for evaluation and the inconclusive results of reviewed radiographic images. However, the surgeon believes that failure to lock the screws into the dorsal plate during initial implantation contributed to the pain. The surgical technique instructs on the method for screw insertion and locking. Based on the available information, no malfunctions have been alleged/found with any tmc hardware. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after a bunion surgery on (B)(6) 2019, all hardware was removed in a revision surgery on (B)(6) 2019 due to pain. There was no report of device malfunction or injury related to the tmc device(s) and the intended bones were confirmed to be fused.